Event description:
Gmrs revision of broken femoral stem more than 6 years post operative.

Manufacturer narrative:
Corrected : based on additional information. The patient is (B)(6) centimeters in height. An event regarding stem fracture involving an mrs stem was reported. The event was confirmed. Method and results: device evaluation and results: photographs of the stem component were provided which confirmed fracture of the component through the shaft. Further evaluation was not possible as the component was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate that the device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events reported for the lot referenced. Conclusions: device fracture was confirmed based on the photographs and x-ray provided. Device evaluation was not possible as the component was not returned. Clinician review of this case could not be performed as insufficient medical records were provided. Operative reports and clinical history are required to further investigate this case to determine a root cause.

Event description:
(B)(6) revision of broken femoral stem more than 6 years post operative.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.